Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient was washed out for a 2nd time for an infection she acquired after surgery. The surgeon decided during this wash out to exchange the glenosphere for a +8 due to instability he noticed during this 2nd washout, as well as he decided to swap out the poly for a thicker one. This revision was due to an infection, and not due to product malfunction. It was unknown, if there was a surgical delay. There was no delay. Doi- (B)(6) 2024. Dor- (B)(6) 2024 affected side- right.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Product description:- glenosphere 36+4, product code:- 550536004, lot no:- 344526, quantity of manufactured:- (B)(4), date of manufacturing:- 16-nov-2023, expiry date:- 31-aug-2028. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : product description:- glenosphere 36+4, product code:- 550536004, lot no:- 344526, quantity of manufactured:- (B)(4), date of manufacturing:- 16-nov-2023, expiry date:- 31-aug-2028. Device history review : a manufacturing record evaluation was performed for the finished device , and no non-conformances / manufacturing irregularities were identified.

Event description:
Additional information was received stating: "this patient did have a washout/revision on (B)(6) 2024 due to an infection, and nothing to do with the product."